Event description:
Patient was using the omnipod 5 dexg7g6 pods and was hospitalized due to high blood sugar that she could not identify the cause of at the time. Since then she has found out the omnipod was recalled due to failure to deliver insulin and the lot number she received was apart of that recall. She believes she may have ended up hospitalized due to the omnipod failing to deliver her insulin while at work.